Manufacturer narrative:
(B)(4). Evaluation: results: (dissection and mi). Conclusion: no conclusion can be drawn.

Event description:
The patient had one endeavor sprint rx drug-eluting stent implanted in the proximal lad. It was reported that following this implantation, a distal dissection was observed. This complication was treated with the implantation of an endeavor resolute rx drug-eluting stent. Clinical evaluations committee adjudicated that a suspected non q-wave mi occurred on the same day as the index procedure. Patient was asymptomatic at 30 day/6 month/1.5 year and 2 year follow ups.